Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was implanted using 14f amulet delivery sheath. Landing zone measurements used to determine device size were 18mm, 22mm, 25mm, and 28mm (at 0°, 45°, 90°, and 135° respectively). Device sizing was determined using 2d echo and fluoroscopy. During the procedure, tee and angiography were used as imaging modalities. Approximately six hours after implantation, the patient became hemodynamically unstable and experienced shortness of breath and chest pain. A transthoracic echocardiogram (tte) revealed device embolization, which was confirmed by tee. The device had completely dislodged from the implant site and migrated to the mitral valve, causing partial obstruction of blood flow. The implanter believes the cause of embolization was implantation too proximal with low compression. Close criteria were not satisfied due to low compression and a very proximal landing zone. The patient did not experience a rhythm change during the procedure. A tension test was performed, and left atrial pressure was above 12 mmhg. One liter of fluid was administered during the procedure, but left atrial pressure was not re-measured afterward. At the time of implant, the device shape was low compressed, and a 1¿3 mm leak was detected around the posterior side of laa (pdl). It was further confirmed that the leak was detected in the laa while the device was already placed. There were no parts of the delivery system that were observed to be damaged. The patient exhibited clinical symptoms of chest pain and shortness of breath. Device implantation was challenging due to anatomy, requiring multiple recaptures/repositioning. Retrieval of the embolized device was considered an emergency procedure to prevent permanent impairment or death. The patient was subsequently transferred to the surgical department at the hospital, where the device was retrieved and the left atrial appendage (laa) was successfully amputated. The patient is currently reported to be in stable condition.

Manufacturer narrative:
It was reported that approximately six hours after amulet implantation the patient became hemodynamically unstable and experienced shortness of breath and chest pain; a transthoracic echocardiogram revealed device embolization causing partial obstruction of blood flow. A 1¿3 mm leak was detected around the posterior side of laa. Information from field indicated that the device implantation was challenging due to anatomy, requiring multiple recaptures/repositioning. Also indicated that close criteria were not satisfied due to low compression and a very proximal landing zone. Please note that per the instructions for use, "confirm proper device placement using echocardiography and fluoroscopy. Indications of proper device placement include: - the orientation of the device lobe must be consistent with the axis of the intended landing zone in the left atrial appendage (see figures f4¿f6). - the device lobe should be slightly compressed and have good apposition to the left atrial appendage wall. - the disc will have a concave shape. - the disc must be separated from the lobe (see f4). - at least 2/3 of the device lobe should be distal to the left circumflex artery on echocardiography (see f6)." A returned device assessment could not be performed as the device was not returned for analysis. Requests were made for additional procedural details surrounding the case (e.g., operative notes, procedure imaging), however this information was not supplied by the site. Based on the information received, the cause of the reported device migration and residual shunt could not be determined. It is possible that the procedural condition (close criteria not satisfied) may have contributed to the device migration. Proximal placement of device may have contributed to the reported leak. The partial obstruction of blood flow may have contributed to the patient effects. However, this cannot be confirmed. The surgical intervention was a result of retrieval of the embolized device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was implanted using 14f amulet delivery sheath. Landing zone measurements used to determine device size were 18mm, 22mm, 25mm, and 28mm (at 0°, 45°, 90°, and 135° respectively). Device sizing was determined using 2d echo and fluoroscopy. During the procedure, tee and angiography were used as imaging modalities. Approximately six hours after implantation, the patient became hemodynamically unstable and experienced shortness of breath and chest pain. A transthoracic echocardiogram (tte) revealed device embolization, which was confirmed by tee. The device had completely dislodged from the implant site and migrated to the mitral valve, causing partial obstruction of blood flow. The implanter believes the cause of embolization was implantation too proximal with low compression. Close criteria were not satisfied due to low compression and a very proximal landing zone. The patient did not experience a rhythm change during the procedure. A tension test was performed, and left atrial pressure was above 12 mmhg. One liter of fluid was administered during the procedure, but left atrial pressure was not re-measured afterward. At the time of implant, the device shape was low compressed, and a 1¿3 mm leak was detected around the lobe. The patient exhibited clinical symptoms of chest pain and shortness of breath. Device implantation was challenging due to anatomy, requiring multiple recaptures/ repositioning. Retrieval of the embolized device was considered an emergency procedure to prevent permanent impairment or death. The patient was subsequently transferred to the surgical department at the hospital, where the device was retrieved and the left atrial appendage (laa) was successfully amputated. The patient is currently reported to be in stable condition.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.